Manufacturer narrative:
Concomitant product: product ID: 694765, lead, implanted: (B)(6) 2010.

Event description:
It was reported that the right atrial (ra) lead exhibited some noise oversensing. The lead remains in use. No patient complications have been reported as a result of this event.